Event description:
Pump infusing norepinephrine (critical gtt) and randomly alarmed "door not latched" and stopped. Ensured door was latched, restarted pump. Again pump alarmed "door not latched," ensured door was latched and pressed run, pump then alarmed "no set loaded" when set had been loaded and had been infusing without issues before. Unable to get pump to run. Abandoned attempts to get pump to run and switched to another pump to get this critical infusion to run as pt was quickly becoming hypotensive. IV pump pulled from service, tagged as nonfunctional, will note this event report number on yellow tag. Pump given to supply room.